Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: related manufacturer reference number: 1627487-2019-11854. It was reported the patient experienced ineffective stimulation. X-rays revealed the leads had migrated. To address the issue, the physician plans to perform surgical intervention.

Manufacturer narrative:
Device was not returned to the manufacturer for analysis. Based on the information provided a device problem was not identified.

Event description:
Additional information received indicated surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.